Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the adhesive peeled around the objective lens, a definitive root cause could not be identified. The adhesive around the light guide lens having a pinhole was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the investigation indicates that the adhesive around the light guide lens had a pinhole and the adhesive around the objective lens was peeled. There was no patient involvement.